Event description:
It was reported that approximately five months following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to sick sinus syndrome (sss). Additional information was received indicating that approximately two months after valve implant, the patient presented at a different hospital in atrial fibrillation with rapid ventricular response and had a direct current cardioversion during the admission.

Manufacturer narrative:
Additional information: a4, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 months following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to sick sinus syndrome (sss).